Event description:
The dentist reported the abutment screw fractured.

Manufacturer narrative:
Upon visual inspection, the screw fracture was confirmed. The hex of the screw was damaged as well. Visual inspection did not provide any indication of a manufacturing deviation that would contribute to this event. No lot number was provided for review, therefore a device history record or complaint history review could not be completed. A definitive cause could not be determined.(B)(4)

Manufacturer narrative:
This device has not been received.